Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being used to tack onto the hernia site during a laparoscopic incisional hernia, the tacker were fired smoothly but could not hold onto the tissue and fell into the cavity after a few seconds and were retrieved by a grasper one by one. Another tacker was used to complete the case. There was no patient injury.